Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 5f050803cs vascular stent allegedly prematurely deployed. The information was received from a single source. This event did not involve a patient as there was no patient contact.